Event description:
It has been reported to us that during the procedure the occlusion balloon would not deflate when required. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician performed pre-dilatation, stenting procedure and post dilatation. The physician then attempted to deflate the occlusion balloon; however, it would not deflate when required. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire and deflated the occlusion balloon successfully. The pt is reported to be fine. The actual device used during the case was discarded, and will not be returned for eval.

Manufacturer narrative:
This report being submitted is considered to be the initial and follow-up 1 medwatch. The customer has indicated that the subject device was discarded and will not be returned for eval. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is known and a review of the device history record did not detect any deficiencies in the mfg process. Device discarded - not returned for eval.